Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to damage of the inner board of the video connector and the water invasion through the venting connector may have caused water invasion in the scope connector. The possible causes of water invasion through the venting connector are not specified but presumed to be as follows: -the scope was immersed while the eog cap was attached. - the water leak test air tube was assembled to the scope underwater. - strong water pressure hit the check valve of the venting connector directly. - while the scope was immersed in water, a load was applied to the device by a brush or something, so that the valve of the venting connector opened. - connected the device while the venting connector was wet. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that error code b30 (scope communication error) occurred with the subject device before a diagnostic transbronchial lung biopsy (tblb) procedure. Another scope was used to complete the procedure with no delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed scope communication error b30, and found it was due to an electrical continuity error due to water invasion. Upon further evaluation, service found a leak in the universal cord, and scope connector, and vent valve. The bending angle was lacking due to stretching of the angle wire. The insertion tube was crushed, and scratches were observed on the scope connector, control unit, rotating mechanism, switch box, grip, angle lever, and up/down plate. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.